Event description:
It was reported via maude report mw5114904 that balloon difficulty removal and detachment occurred. The target lesion was located in right coronary artery (rca). A 5.00 x 16mm synergy xd drug-eluting stent was implanted. However, post deployment, the balloon would not pull back into the guide catheter. Multiple attempts were made to deflate and remove the balloon and wire. It was noted that the stent balloon was detached from the catheter and a small segment of the balloon marker also detached from the balloon and was unable to be retrieved from the rca. The physician was able to retrieve the severed balloon, utilizing the patient's femoral vein, as the balloon had migrated below the patient's knee. The small portion of the balloon marker did not require additional attempts to remove it as it is very small, and the patient will be treated medically. No further patient complications were reported.